Event description:
Patient's family member called lfs and alleged that the patient's meter was missing segments. They reported that the patient was experiencing symptoms of shaking, heart palpitations, and a seizure. They tested the patient's blood sugar and the result was "below 40 mg/dl" they phoned the medical professional for advice and the patient was treated with food and beverage. A new meter and test strips are being sent to the patient. The patient was able to obtain a result, which correlated to the symptoms. They then tested on another meter, which confirmed the result.